Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed welts and her skin was itchy and red under the electrodes. There was no alleged device malfunction contributing to the irritation. Patient, who is a nurse, removed the lifevest began using cortisone cream to treat the irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.